Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was sometimes unresponsive, sticky and hard to push. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump had cracks, hairline fractures and scratches on the screen the customer also stated that the battery life was diminished. The customer stated that no delivery alarm was also received. The insulin pump will not be returned for analysis.